Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stays dark and turns off completely. The customer¿s blood glucose level was 12.1 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the unexpected battery power loss anomaly due to the blank display.